Manufacturer narrative:
As no device was received for analysis, it is not possible to determine if any issues existed with the actual device that could contribute to the complaint incident. However, a full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause cannot be determined.

Event description:
Clinical trial. Same case as MFR # 6000089-2007-00714, -00713. It was reported that post index procedure, the patient had 3 target vessel revascularizations (tvr). The patient presented to the index procedure with an acute myocardial infarction (mi). The initial index procedure treated 2 target lesions. A taxus express2 was placed in the circumflex (cx) as well as the right coronary artery (rca); the corresponding stent is unknown. Thirteen days later, a lesion in the left anterior descending (lad) was treated with a taxus express2 stent (unknown size). Stents included 3.5 x 16mm, and two 3.0 x 32 mm taxus express2 stents. During the 13 month angiographic follow up on day 388, the patient was found to have 50% in stent restenosis in the lad, 80% in stent restenosis in the circumflex as well as in stent restenosis in the rca (percent unspecified). The lesions in the cx and rca were treated with balloon angioplasty and cutting balloon angioplasty. The patient was taking aspirin and plavix at the time of the event. The patient was discharged one day later. In the opinion of the physician, there is a possible relationship between the tvrs and the taxus stents.